Event description:
It was reported that the patient experienced allergic reaction with infusion set causing infection at insertion site and went to the hospital for treatment event on (b)(6) 2026.

Manufacturer narrative:
Name: (b)(6),Country: Switzerland,Street: (b)(6). Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.